Manufacturer narrative:
(B)(4). Batch #t5dx0d. Investigation summary the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. Two photos were received: upon visual inspection of one request form with two photos, the following was observed: the photos show tissue and what appears to be a plastic ligating clip could be observed supporting a tissue piece and some staples was noted on this area. One staple was not properly formed and was observed in front what appears to be a plastic ligating clip. No bleeding was observed. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Additional information was requested and the following was received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Unknown. How was the bleeding controlled? Suture. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unknown. No additional information can be provided for liver procedure. Both were over vessels. Branch of the renal artery and right hepatic vein. This is a large account that recently did a conversion from covidien to ethicon e/m.

Event description:
It was reported that during a liver resection, after firing the stapler, it misfired and a hole was created in the vena cava, which the doctor had to repair with suture. It was not reported if there was any blood loss or if a blood transfusion was needed and there were no patient consequences reported. No other information is known at this time.